Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after drawing blood from a "high risk" patient to run labs, the button to retract the bd vacutainer® push button blood collection set was pressed, but resulted in the spring and needle coming out "through the back" of the device. The following information was provided by the initial reporter: "I was drawing the patient's blood to run labs and the blood collection set malfunctioned when I pushed the button to retract the needle. The spring and needle came through the back of the device and was open. This was a high risk patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after drawing blood from a "high risk" patient to run labs, the button to retract the bd vacutainer® push button blood collection set was pressed, but resulted in the spring and needle coming out "through the back" of the device. The following information was provided by the initial reporter: "I was drawing the patient's blood to run labs and the blood collection set malfunctioned when I pushed the button to retract the needle. The spring and needle came through the back of the device and was open. This was a high risk patient."